Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') and uterine perforation ('perforation (uterus),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder perforation in (B)(6) 2009 and hemorrhoids from 2009 to 2011. Previously administered products included for an unreported indication: zyrtec from 2009 to 2014, celexa from 2009 to 2013, estrogen from 2006 to 2011 and depo provera from 2001 to 2006. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), premature menopause ("hormonal changes describe: early menopause"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infections"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the intestinal perforation, uterine perforation, premature menopause, menorrhagia, vaginal haemorrhage, urinary tract infection, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, intestinal perforation, menorrhagia, premature menopause, tooth disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Reporter's information was added. Patient's demographics were added. Date of insertion were added. Product indication was updated. Added event: early menopause, abnormal bleeding (vaginal, menorrhagia), urinary tract infections, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, fatigue, perforation (uterus), perforation (other) please describe and state the location of the perforation: bowel. Medical history, historical condition, concomitant condition, concomitant drug were added. Lab data were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') and uterine perforation ('perforation (uterus),') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems at the time of your essure procedure: yes". The patient's medical history included gallbladder perforation in december 2009, hemorrhoids from 2009 to 2011 and amenorrhea. Previously administered products included for an unreported indication: zyrtec from 2009 to 2014, celexa from 2009 to 2013, estrogen from 2006 to 2011 and depo provera from 2001 to 2006. On 22-jun-2011, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), premature menopause ("hormonal changes describe: early menopause"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infections"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the intestinal perforation, uterine perforation, premature menopause, menorrhagia, vaginal haemorrhage, urinary tract infection, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, intestinal perforation, menorrhagia, premature menopause, tooth disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the right ostia had 3 visible coils and the left ostia had 5 visible coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet received. Event device insertion difficulty was added. Lot number added. Product. Patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') and uterine perforation ('perforation (uterus') in an adult female patient who had essure (batch no: 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems at the time of your essure procedure: yes". The patient's medical history included gallbladder perforation on (B)(6) 2009, hemorrhoids from 2009 to 2011 and amenorrhea. Previously administered products included for an unreported indication: zyrtec from 2009 to 2014, celexa from 2009 to 2013, estrogen from 2006 to 2011 and depo provera from 2001 to 2006. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), premature menopause ("hormonal changes describe: early menopause"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infections"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the intestinal perforation, uterine perforation, premature menopause, menorrhagia, vaginal haemorrhage, urinary tract infection, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, intestinal perforation, menorrhagia, premature menopause, tooth disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the right ostia had 3 visible coils and the left ostia had 5 visible coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2011: result: total bilateral occlusion. Lot number: 629302, manufacture date: 2009-01, expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.